Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as rash/skin irritation where electrodes sit but has resolved with a steroid and cortisone but electrodes are creating pressure/poking into patients skin. There was no alleged device malfunction contributing to the irritation. The rash is gone but they visited the doctor and doctor advised patient was wear the lv wrong/positioned on patients body. The patient¿s doctor repositioned lv the proper way.